Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The p-cap was unable to lock properly into the reservoir compartment due to broken retainer ring. The following were noted during visual inspection: partially broken retainer, battery tube threads - cracked, cracked case (battery tube), cracked case on battery side, scratched case and cracked belt clip rails. Cosmetic damage was confirmed at cracked case (battery tube). Unit was also received with partially broken retainer. The p-cap was unable to lock properly into the reservoir compartment due to broken retainer ring. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump had a crack on the side all the way to the back of the battery compartment. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the pump was returned for analysis.